Event description:
Reporter indicated a system diagnostics test at the office visit resulted in a high lead impedance reading indicating a possible device malfunction. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.